Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son and reportable a low blood glucose (bg) event. The reporter indicated that the patient's bg levels had been erratic for the previous few days. She mentioned that the patient's bg level was up to 360 mg/dl that day at 4:54 pm. She also mentioned a result of 63mg/dl at 10:30am that day. The reporter was unsure what the cause was of the erratic bg's. She reportedly treated the patient with "glucagon tablets" to correct for the low bg. No symptoms of hypoglycemia were reported by the reporter. She also did not report any medical intervention by a health care professional. The patient's last site change was on (B)(6) 2012, at 10:15 pm. The patient's bg on (B)(6) 2012, at 3:00 am was "107 mg/dl." Through troubleshooting, the animas representative involved in this contact noted that the pump's tdd, and bolus and basal histories were accurate. No issues were observed with the pump's alarm and prime histories. The reporter denied that the patient had any insertion issues. No evidence of leakages, air bubbles, or discoloration was noted with the infusion set(s). However, the reporter mentioned that the patient's health care provider suggested trying a different infusion set. No signs of leakages, redness, hardness, or lumps were noted with the patient's site(s). The reporter denied that the patient had any changes with activity level or health status. The animas representative noted that the pump was functioning properly. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter reportedly provided treatment to the patient for a low bg level. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no functional defect found with the returned pump. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No pump conditions or alarms demonstrating a malfunction were recorded in black box or alarm history, only normal pump use was observed. A 29 hour flow test was performed on the pump; the pump passed and was found to be delivering within required specification.